Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported two days post implant that there were pause episodes which appeared to be loss of contact on the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.